Manufacturer narrative:
Physician's comment: the possible cause of blood flow blockage was that plaque might have flowed to the periphery. The cause of the balloon rupture was unknown because the cypher select+ could be delivered without friction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device has been returned for analysis, but the analysis is not yet completed. Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
A cypher select + balloon burst at 10atm and blood flow distal to the lesion was temporarily blocked, possibly caused by plaque shift. The target lesion was the mid right coronary artery (rca). The lesion was de-novo and slightly calcified and the vessel was not tortuous. Pre-procedure stenosis was 90%. Pre-dilation was conducted, and a 3.5 x 23mm cypher select+ was delivered to the target lesion without friction. When the balloon was being inflated at 10atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under angiography. The balloon catheter was removed easily from the patient. At the time of the rupture, the blood flow distal to the target lesion was blocked for a short period of time. Nicorandil was administered, and the blood flow was improved afterwards. After sufficient blood flow was confirmed, post-dilation was conducted with a catenaccio balloon catheter to further dilate the cypher select+. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.50 x 23 mm was received coiled inside 2 plastic bags. The unit was received wavy with kinks at 46.9 cm from proximal end and at 15.3 and 29.5 from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was not received. The balloon was already inflated. In order to perform functional test, a guidewire 0.014" was inserted through the unit. Water was injected using an indeflator device and a leakage was detected near of distal area of the balloon. Sem results showed that the balloon external and internal surfaces exhibited evidence of abrasions near the leak-hole. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. Since the sem results showed internal and external abrasions an assessment was performed to evaluate if the issue is related to manufacturing process. Crimp and pack, first inspection, bumping and leak test, stent placement, final inspection and leak test and functional testing processes were reviewed during the assessment. Based on assessment, it was concluded that there are adequate controls to detect this kind of issue. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "balloon burst" was confirmed. The exact cause of the reported failure could not be determined. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (plaque) and/or procedural factors may have contributed to this event. The physician commented that "the possible cause of blood flow blockage was that plaque might have flowed to the periphery." The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This is an inherent risk of the procedure. Neither the DHR review nor the analysis suggests that reporter issues are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
A cypher select + balloon burst at 10 atm and blood flow distal to the lesion was temporarily blocked, possibly caused by plaque shift. The target lesion was the mid right coronary artery (rca). The lesion was de-novo and slightly calcified and the vessel was not tortuous. Pre-procedure stenosis was 90%. Pre-dilation was conducted, and a 3.5 x 23mm cypher select+ was delivered to the target lesion without friction. When the balloon was being inflated at 10 atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under angiography. The balloon catheter was removed easily from the patient. At the time of the rupture, the blood flow distal to the target lesion was blocked for a short period of time. Nicorandil was administered, and the blood flow was improved afterwards. After sufficient blood flow was confirmed, post-dilation was conducted with a catenaccio balloon catheter to further dilate the cypher select+. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use.